Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to a high impedance condition. Please see the event description for more information regarding the specific circumstances of this event.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) exhibited oversensing of the minute ventilation feature, which resulted in inappropriate atrial tachy response episodes. It was noted that there was a recent sudden increase in right atrial (ra) lead impedance (non-boston scientific product) from 600 ohms to 1,221 ohms. Some right ventricular lead (non-boston scientific product) noise was also observed. The ra impedance increase was discovered during normal follow-up. It was planned to have the patient follow-up again in clinic. The crt-d remains in service and no adverse patient effects were reported.